Manufacturer narrative:
The manufacturer received information alleging an active exhalation valve error had occurred on the device. There was no harm or injury reported. The ventilator was returned to the third-party service center for evaluation and the customer¿s complaint was confirmed. The device's proportional valve and oxygen blending module were replaced to address the issue. Additional findings not related to the malfunction/issue was damage to the vanity cover. The vanity cover was replaced on the device. The following parts were contaminated and replaced on the device: blower, blower bellows, and machine flow sensor. The following part was proactively replaced on the device: in-line proximal filter. After all of the parts were replaced on the device, the device passed all test results.

Event description:
The manufacturer received information alleging an active exhalation valve error had occurred on the device. There was no harm or injury reported. The device has been returned to a third-party service center; however, the investigation has not yet to begun. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.